Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Physician reported right side device rupture, capsular contracture, baker grade IV, double capsule and "two oval nodular formations" diagnosed via ultrasound. The device rupture was confirmed during surgery and gel was found to be contained within the double periprosthetic capsule. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Double capsule: unable to observe, as it is a medical event. That is not related to the device. Lump/nodule: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reported, right side device rupture. Capsular contracture, baker grade IV, double capsule. And "two oval nodular formations". Diagnosed via ultrasound. The device rupture was confirmed, during surgery. And gel was found to be contained within the double periprosthetic capsule. The device has been explanted.